Event description:
It was reported that the cause of death was unknown. While still in his room post bypass surgery, the patient received external shock then expired. The ICD went into vvi mode. Was also reported that externalized conductors were noted at the patient's previous follow-up visit in (B)(6) 2012. No electrical anomalies were noted at that time.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two segments with the is-1 connector pin measuring 3.9cm and the df-1 rv connector pin measuring 3.6cm. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.